Manufacturer narrative:
Load cell. Customer to be sent load cells which they will install.

Event description:
It was reported that scale is not accurate. There was no pt involvement or adverse consequences reported.